Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) stenosis and caval occlusion. The patient reported becoming aware of blood clots, clotting and or occlusion of the ivc and stenosis approximately eleven months post implant. The patient also reported swelling of the thighs which put pressure on the scrotum; large veins that popped on both sides and on the abdomen, in addition to anxiety caused by the filter not being removed in a timely manner. According to the implant record the indication for the filter implant was recurrent deep vein thrombosis (dvt) with a of bilateral pulmonary embolism (pe), a history of bilateral pe and inability to get intravenous (IV) access. The patient needed debridement of wound dehiscence from a secondary laminectomy. The filter was placed via the right common femoral vein and deployed across the body of l2-l3 in the inferior vena cava. Venography confirmed good opposition of the filter against the wall with no evidence of thrombus. Additionally, placement of a left subclavian double lumen central line was also performed, prior to placing the ivc filter. The patient tolerated the procedure. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusive thrombosis or occlusion within the filter and/or the vasculature do not represent a device malfunction. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and varicosities. Stenosis is an abnormal narrowing of a vessel and does not indicate a device malfunction. These events do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, inferior vena cava ( ivc) stenosis and caval occlusion. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a preoperative diagnosis of recurrent deep vein thrombosis (dvt) with a history of bilateral pulmonary embolism (pe) and inability to get intravenous (IV) access. The patient needed debridement of wound dehiscence from a secondary laminectomy. Ultrasound guidance was used for localization of the common femoral vein. Using the right common vein approach, the optease filter was placed across the body of l2-l3 in the inferior vena cava. Venography confirmed good opposition of the filter against the wall with no evidence of thrombus. Additionally, placement of a left subclavian double lumen central line was also performed. The patient tolerated the procedure. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven months after the filter implantation. The patient reports blood clots, clotting and or occlusion of the ivc and stenosis. The patient further asserts to have experienced swelling of the thighs which puts pressure on the scrotum; large veins that popped on both sides and on the abdomen, in addition to anxiety caused by the filter not being removed in a timely manner.

Event description:
Information received per an amended patient profile form (ppf) states that in addition to the previously reported events, the patient experienced inferior vena cava (ivc) perforation and organ perforation. The patient became aware of the reported events approximately eleven months after the index procedure.

Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) stenosis and caval occlusion. The patient reported becoming aware of blood clots, clotting and or occlusion of the ivc and stenosis approximately eleven months post implant. The patient also reported swelling of the thighs, putting pressure on the scrotum; large veins that popped on both sides and, on the abdomen, in addition to anxiety caused by the filter not being removed. According to the implant record the indication for the filter implant was recurrent deep vein thrombosis (dvt) with a history of bilateral pulmonary embolism (pe) and inability to get intravenous (IV) access. The patient needed debridement of wound dehiscence from a secondary laminectomy. The filter was placed via the right common femoral vein and deployed across the body of l2-l3 in the inferior vena cava. Venography confirmed good opposition of the filter against the wall with no evidence of thrombus. Placement of a left subclavian double lumen central line was also performed, prior to placing the ivc filter. The patient tolerated the procedure. Additional information reported by the patient indicated that the patient also became aware of ivc perforation and organ perforation approximately eleven months post implant. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis, blood clots, clotting and / or occlusive thrombosis or occlusion within the filter and / or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and varicosities. Stenosis is an abnormal narrowing of a vessel and does not indicate a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. The instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Depending on the depth of ivc perforation, abutting organs may be impacted. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to ivc stenosis & caval occlusion. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, ivc stenosis & caval occlusion. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.